Event description:
Per medwatch mw5108224 (report date: 11-mar-2022): spoke to patient with husband in background. Patient is changing to new cassette which led to pump beeping. Tried switching to another pump which also beeped. No error messages on pump screens. Patient switched cassette and tubing and infusion was successfully restarted. Infusion has been off for approximately 15 minutes. No changes in breathing or adverse effects. Report not filed on pump or tubing currently. Pumps and tubing are working. No further intonation provided. Has this incident happened within the past 6 months? No. Has this patient reported a pump malfunction within the past 6 months? Yes. Patient declined cnss follow up. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No; is the ,actual device available for investigation? Yes; asked patient to save cassette, did we [MFR] replaced the cassette? No; did the patient have additional cassettes they were able to switch to? Yes; if yes. Was the patient able to successfully continue their infusion? Yes, if no. What was the patient instructed to do in order to continue their infusion? N/a. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved.